Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: ssc-2218-50, serial: (B)(4), batch: 19302989.

Event description:
It was reported that one of the patients leads had migrated upward and the other one did not provide adequate pain relief. The patient had reprogramming's however, there was only a slight improvement. It was also noted that the patient had abdominal stimulation during the reprogramming's, therefore, additional fluoroscopy was obtained and it was determined that the lead had further migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.